Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis on ((B)(6) 2025). The patient's blood glucose levels reached 567 mg/dl while wearing the pod. Symptoms reported include nausea and vomiting. Once at the hospital the patients pod was removed. The patient was transferred to the intensive care unit. The patient was treated with intravenous fluids and insulin. The patient was in the intensive care unit for 3 days and in the hospital for 2 days. The patient was discharged from the hospital on ((B)(6) 2025).

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event. Locked down smartphone: lockdown. Omnipod software app version: 3.1.1. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g6.